Event description:
The nurse noted that the corner of the pillow was on top of the ventilator tubing. As a result, the tubing melted in that spot. Respiratory therapist was contacted immediately, patient was bagged, and the ventilator tubing was changed out. We realize that items are not supposed to be on top of this tubing, but we would like to see the plastic be a little more durable because when a patient is in bed, there are a lot of items that come in contact with the tubing. Staff monitor the tubing closely and we know that nothing should cover it. It just makes sense to have a more durable product that can withhold some contact which is inevitable to happen.